Event description:
It was reported that the pt underwent a balloon ablation procedure during 05/2004. Post operatively the pt is experiencing a watery orange, yellow, discharge which is now leaving a 3"x4" spot, three to 4 times a day. Examination revealed that the discharge is coming from the uterus. The pt has no signs or symptoms of an infection, however, the physician elected to treat pt with multiple courses of antibiotics just in case there was an underlying infection. Pt's uterus is of normal size. Pt's hgb is currently 11. An endometrial biopsy was performed. The biopsy showed atrophy with acute and chronic inflammatory cells. An ultrasound is pending at this time.